Manufacturer narrative:
Consumer discarded product. Evaluation/exam of product not possible.

Event description:
Consumer alleges his humidifier caught on fire. There was not a report of personal injury or property damage with this incident.